Event description:
Patient has recently presented with pain on the medial side of the left knee. On opening the joint, extensive wear was noted on the patella polyethylene bearing. Some grey staining was also noted in the soft tissue surrounding the joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Added: mfg return date. The devices associated with this report were not returned. A search of the databases did not show any other reports against the product and lot combination. The as400 lot traceability by product lot shows other units of the reported product / lot combination have been delivered / billed to end customers and assumed implanted. Review of the x-rays confirmed the gap balance of the patella button appears to be less medial in comparison to the lateral side. No other observations could be made. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.